Event description:
It was reported that slow flow, hypotension and patient death occurred. Vascular access was gained via the femoral artery. The 3.0x23mm target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex (lcx) artery. The concentric and de novo lesion also had a significant bend between 45 and 90 degrees. The lesion was treated with rotational atherectomy with a rotalink plus 1.25mm with good results. The lesion was pre-dilated with an unknown 2.5x10mm balloon. A 3.0x33mm non-bsc stent was advanced however was unable to cross the lesion. The 3.0x16mm taxus liberte stent was then advanced however was also unable to cross the lesion. The physician noted slow flow and finally no flow. It was also noted that an intra-aortic balloon pump (iabp) was also used. The patient went into hypotension and expired.

Event description:
It was reported that slow flow, hypotension and patient death occurred. Vascular access was gained via the femoral artery. The 3.0x23mm target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex (lcx) artery. The concentric and de novo lesion also had a significant bend between 45 and 90 degrees. The lesion was treated with rotational atherectomy with a rotalink plus 1.25mm with good results. The lesion was pre-dilated with an unknown 2.5x10mm balloon. A 3.0x33mm non-bsc stent was advanced; however, was unable to cross the lesion. The 3.0x16mm taxus liberte stent was then advanced; however, was also unable to cross the lesion. The physician noted slow flow and finally no flow. It was also noted that an intra-aortic balloon pump (iabp) was also used. The patient went into hypotension and expired.

Manufacturer narrative:
Di: (B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the stent delivery system was returned for analysis. The device was received with the stent protector and product mandrel inserted. A visual and tactile examination found that the shaft polymer extrusion was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the crimped stent, balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).